Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's battery would drain quickly. The insulin pump would die out and not give any warnings. Due to this issue the customer had been experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 461 mg/dl. The customer treated the high blood glucose by changing the site and a bolus after putting in a new battery. They also reported that the customer had experienced a high blood glucose level that was over 500 mg/dl. They declined troubleshooting for the insulin pump. The insulin pump was completely dead. The device was returned for analysis.